Event description:
The patient underwent insertion of a bard port on [date redacted], with no complications. According to the patient, she went to the oncology office and the nurse flushed the port. However, the saline, once the port was full, went into the surrounding tissue. She stated it was very tight with "a lot of pressure." The oncologist then sent her for a dye test, and x-ray confirmed the catheter had separated and was now in the pulmonary artery. She stated when it was removed, saline "just sprayed out of the tissue." In interventional radiology, the radiologist removed the catheter in its entirety. The patient is questioning what could have happened? Upon questioning, there was no trauma to the port, as she had been recuperating, and was not active at all. Radiology notes: procedure: radiographic evaluation of the chest to evaluate malfunctioning left chest tunneled venous port. Patient was placed on the fluoroscopy table in supine position. The right chest mediport site was prepped and draped in sterile fashion. A hueber needle was used to access the right chest mediport under fluoroscopic guidance. Examination of the port demonstrated that it was able to be flushed easily but blood could not be aspirated. Using fluoroscopic guidance, radiographic evaluation of the chest demonstrated the port catheter to be dislodged. The port was not injected with contrast. The needle was then removed. Procedure: sir - inv removal port. Reason: port catheter not connected to port . Inv removal port, inv retrieval transcath fb. Clinical indication: female with breast cancer and dislodged chemo-port catheter which is embolized to the pulmonary artery. Procedures performed: foreign body removal from right pulmonary artery. Chemo-port removal. Procedure: the right common femoral vein was accessed with a 5 french micropuncture kit followed by placement of a 8 french vascular sheath. A single static ultrasound image of the needle within the right common femoral vein was stored in the patient's permanent electronic medical record. The right common femoral vein is patent and compressible by ultrasound in the area of access. A long angled catheter was used to select the main pulmonary artery. The 8 french sheath was advanced into the main pulmonary artery. A 7 french 20 cm snare was then advanced through the 8 french sheath and utilized to snare the chemo-port catheter which was present within the right pulmonary artery. The catheter was removed in its entirety. The vascular sheath was then removed and hemostasis was achieved with manual compression. Attention was then turned to the left chest which was sterilely prepped and draped in usual fashion. The skin overlying the port reservoir was anesthetized 1% lidocaine. An incision was made using a #15 scalpel. The port reservoir was freed from the soft tissues using blunt dissection. The port reservoir was then removed. The incision was closed using 2-0 vicryl subcutaneous suture. The superficial layers of the skin approximated and closed with dermabond. A sterile dressing was applied. Impression: successful retrieval of foreign body catheter from the right pulmonary artery. Successful left chest chemo-port removal. Original procedure: port catheter was placed: operation performed: left subclavian low-profile port catheter placement. Anesthesia: general. Description of procedure: the patient underwent preoperative evaluation by myself and another doctor. She was marked. She was taken to surgery, placed under general anesthesia. The patient was positioned arms by the side, the chest, neck, jaw and shoulders were all widely prepped and draped in sterile fashion. Time-out procedure performed. In deep trendelenburg, the left subclavian vein was easily cannulated. The wire was advanced central location confirmed by fluoroscopy. The patient was taken out of trendelenburg and soft tissue pocket was created on the chest to harbor the port, introducer placed over the wire. The wire was removed. Catheter was placed with introducer in standard fashion. Central location position was confirmed by fluoroscopy. Catheter was cut for appropriate length and placed in port locking cap mechanism aspirating heparinized saline flushed, placed approximately pectoralis fascia with prolene sutures times 2. The port was accessed and heparin locked. Fluoroscopy again showed good position. Soft tissue approximated with 3-0 vicryl, skin running subcuticular 4-0 vicryl, benzoin and steri-strips. The soft tissue was injected with marcaine and fluoroscopy showed positioning. There were no complications. Note: inspection of the port shows the catheter broken off approximately 0.4cm from where the catheter attaches to the port. It was verified that the locking sleeve was discarded. Also, the surgeon examined the explanted port, and felt that the device was defective. Manufacturer response (per site reporter) : they will send a shipper kit and will provide an evaluation report.